Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix extended and bent. Tissue visible on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited the following unstable capture thresholds, high and unstable impedances. It was reported that the helix of the lead was bent. The lead was explanted and replaced. During the lead replacement a setscrew header issue was noted with the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.